Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unspecified procedure, pacing pauses were seen during electrocautery. It was noted that a local sales represenatative was not present during the procedure, however, the facility handled the observation appropriately with electrocautery mode. No further information was available.